Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive. The patient noted the keypad rubber peeled off on the up arrow button and the ok button rubber was bubbled. The patient reportedly wore the pump attached to a belt and cleaned it with water and cotton balls. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn at the up arrow button. All of the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.